Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure and mesh was implanted. Two days later, the patient presented with a recurrent hernia and a hematoma. The patient underwent a re-operation. During the procedure, the surgeon noted that there was a hole in the mesh. The defect was repaired with suture. The mesh remains implanted.